Manufacturer narrative:
Product event summary #s7 issues pulling exams from pacs analysis found: nafc0117 - network configuration, firewall setting, or proxy setting incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there were issues pulling exams from electronic picture archiving and communication systems (pacs). The representative was able to query exams on the system, but when he attempted to pull the exams, he received an error stating to check connection. It was indicated the exams were able to be pulled from another navigation device. Troubleshooting involved checking the ip and ae titles on both systems. Both navigation systems had the same ip address, but different ae titles. The ae title was changed on the system that was not able to pull exams to the ae title of the system that was able to pull exams. This resolved the issue. There was no patient involvement.